Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the power button on the autopulse platform (sn (B)(4) intermittently gets stuck and it would not power on when pressed. No patient involvement.

Manufacturer narrative:
The reported complaint of "the power button on the autopulse platform (sn (B)(6)intermittently gets stuck and it would not power on when pressed" was confirmed during the visual inspection.the root cause was determined to be a broken power button and power switch cable, likely attributed to wear and tear. However, user mishandling cannot be ruled out. The autopulse platform was manufactured in may 2009 and is over 13 years old, and has exceeded its expected service life of 5 years. During visual inspection, the front enclosure was found cracked, unrelated to the reported complaint. The observed physical damage appeared to be the characteristics of user mishandling, such as a drop. The front enclosure was replaced to address the issue. Upon review of the archive data, no significant discrepancies were found. The autopulse platform passed the initial functional testing without any fault or error. Following service and replacement of parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(6). Ccr (B)(4), reported date on (B)(6) 2019, a damaged power button bracket was replaced.